Manufacturer narrative:
Despite reminders, requested information that would allow for a root cause analysis has not been provided. Based on the available information the root cause could not be determined. In case of a ventilator failure the device will generate a corresponding visible and audible alarm. Fresh gas dosage, agent delivery and monitoring will remain available to continue the case by in man/spont mode.

Event description:
It was reported that there was a failure of the ventilator. No patient injury was reported.